Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level ranged from 50's (mg/dl) to 315 (mg/dl). The low bg level was addressed by consuming glucose tablets. To address the issue, a supply change was performed and insulin therapy was resumed.